Event description:
Customer reported that the up arrow on her insulin pump was not working. She also reported there were small scratch or crack on her insulin pump's screen. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump up arrow button did not response, due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)